Event description:
It was reported that the customer laid on the pump and the touch screen became shattered and unresponsive. Customer¿s blood glucose was 220 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.